Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked from the damaged 17 inch ext set w/.2mf & vlv port blue piston and onto the floor. The following information was provided by the initial reporter: the hcp customer from the pediatric ward informs that during night shift the machine alerted that medication is running out and at the same time it was noted that there is medication on the floor. When investigating what had happened, it was noted that the taxol filter had leaked from the blue cap point. Therefore the patient had only received partly the medication prescribed and intended. The IV tubes were not flushed but taken away. Only medication was given intravenously to the patient, no fluids. This incident also caused extra cleaning work to the night staff.

Event description:
It was reported that medication leaked from the damaged 17 inch ext set w/.2mf & vlv port blue piston and onto the floor. The following information was provided by the initial reporter: the hcp customer from the pediatric ward informs that during night shift the machine alerted that medication is running out and at the same time it was noted that there is medication on the floor. When investigating what had happened, it was noted that the taxol filter had leaked from the blue cap point. Therefore the patient had only received partly the medication prescribed and intended. The IV tubes were not flushed but taken away. Only medication was given intravenously to the patient, no fluids. This incident also caused extra cleaning work to the night staff.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/15/2021. H.6. Investigation: one (B)(6) sample was received for investigation with residual fluid present in the line; no packaging was received with the sample, however the customer indicates the affected lot number to be 20036755. A visual inspection of the sample identified the smartsite component to be oval in shape. Leakage was identified through the oval shaped smartsite component when flushing with fluid confirming the customer's experience. A review of the production records for lot 20036755 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The cause of the oval smartsite issue is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. H3 other text : see h.10.